Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. Blood glucose value at the time of event was 280 mg/dl. The customer was treated with manual injection. Customer also reported that top of the battery compartment was broken. The event involved product(s) mmt-874a, mmt-332a, mmt-1884. Troubleshooting was performed and customer confirmed pump had a damage at battery tube threads. The damage was affecting the functionality of the pump by received the insert battery alarm. Customer reported a short battery life or a low battery alarm. Battery lasted more than 1 week. Explained this is expected behavior. No further patient complications were reported. No product return is required for mmt-874a. No product return is required for mmt-332a. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with a blank display due to broken battery tube threads. Unable to perform the sleep current test, active current test and self-test due to blank display. Unable to download history files and traces using thump due to blank display. The pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and lcd assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case, cracked case-corner of belt clip rails, broken battery tube threads and label damage (stained). Blank display confirmed due to broken battery tube threads. Unable to confirm unexpected battery power loss due to blank display. Unable to confirm charge/battery lasts than expected due to blank display. Unable to verify high bgs. Cosmetic damage confirmed at battery tube threads. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.